Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. It is alleged that on (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."